Event description:
Pt underwent hysteroscopy, dilatation, curettage, novasure thermal ablation and essure tubal occlusion. The essure device in the left tube did not properly uncoil, so was removed and reinserted. Good decoiling was noted. The essure was applied uneventfully in right tube. The pt had significant post operative pain and at about two wks post op underwent flat plate of the abdomen, revealing a corkscrew appearance to the right essure device. She ultimately underwent reoperation for laparoscopic removal of the essure devices.